Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The review shows that the median patient results for lot 56545ud00 is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 56545ud00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was generated for a patient sample. The following data was provided. December 16, 2023 sample ID: 156422 patient ID: (B)(6) initial result: 119.7 ng/l (positive) repeat result: 3.7 and 4.4 ng/l (negative) no impact to patient management was reported.

Event description:
The customer stated that a false positive architect stat high sensitive troponin-I result was generated for a patient sample. The following data was provided. December 16, 2023 sample ID: (B)(6). Patient ID: (B)(6). Initial result: 119.7 ng/l (positive) repeat result: 3.7 and 4.4 ng/l (negative) no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier completed information: sample ID: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98